Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's sensor glucose was 2.2. Mmol/l and the blood glucose was 9.8, a discrepancy which caused the insulin pump to suspend unnecessarily. Troubleshooting was initiated for the sensor issue. The customer had been receiving calibration errors and was advised about the guidelines that result in the best calibration results. The sensor was removed and it came out straight. The sensor was not returned for analysis since the customer had already placed it in a sharps container. A replacement sensor was shipped to the customer.